Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received via email 09-nov-2022: event date updated: (B)(6) 2022. No patient involvement was reported.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found damaged input/output side label. Functional testing found the output patient connector was not connected. Checked the threads, replaced and tightened output patient connector to port. The root cause of the reported issue was found to be design. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the output connector is broken off. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.